Event description:
The customer reported that the silicone cover of the device became disengaged and fell into the pt cavity during a laparoscopic lar. The silicone cover was retrieved. At some point during the procedure, the device became stuck in the port. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.